Event description:
On (B)(6) 2013, the lay-use/patient contacted lifescan (lfs), alleging that the onetouch lancing device has a damaged lancet holder. The complaint was classified based on the customer care advocate (cca) documentation. The patient was using the subject lancing device for one year until the lancet holder was damaged on the morning of (B)(6) 2013. Two hours after the onset of the alleged issue, the patient developed symptoms of ¿lightheadedness and sweating.¿ at the time of concern, the patient was able to obtain a blood glucose reading of ¿77 mg/dl.¿ the patient reportedly administered self treatment with glucose tablet/gel. The lancing issue was not resolved with training. There was no product misused. This complaint is being reported because the patient had unexplained blood glucose excursion and symptoms suggestive of hypoglycemia after the lancet holder was damaged.